Event description:
The reporter stated the surgeon inserted an aspheric collamer three piece lens and the lens tore. The lens was removed with no patient injury and another same model lens was implanted. A suture was required to close the incision.